Event description:
It was reported in 2007 that the screw was found disassembled in the bag upon receipt. The event is not associated with pt contact. The date of the inspection was not provided.

Manufacturer narrative:
The device was not implanted. Investigation is pending. Product event not associated with use.